Event description:
It was reported that patient felt palpitations and dsypnea, approximately one month after implant. The next day, the doctor tightened the screws during an operation and post procedure all paicng parameters were normal. About 1 week later, the patient felt palpitations and dsypnea again and the pacing function was "abnormal". The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.